Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. Insulin pump received with cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 170 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.